Event description:
The catheter was explanted; reason for explant provided was "occlusion". No patient symptoms were reported. The pump contained compounded baclofen and dilaudid. Additional information was requested, but no response was received. See manufacturer's report #: 6000030-2007-01815. Additional information was received: over the last few months, prior to the pump and catheter replacement, the patient had progressively diminished effect from the medication; including the addition of bupivacaine and later dilaudid to the baclofen. They decided to revise the pump. During the pump revision, there was no csf backflow noted when the catheter was removed from the pump. Attempts of aspirating the catheter also resulted in no fluid return. A decision was then made to revise the catheter. When the catheter was removed from the subarachnoid space, it was found to be of such a short length that it was likely that the catheter was no longer in the subarachnoid space. As much as possible of the 2 piece intrathecal catheter was removed; all of the catheter in the subarachnoid space was able to be removed. The metal connector between the two catheters was also removed intact. A new pump and catheter were placed.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. The catheter was not returned for analysis.